Manufacturer narrative:
Batch review performed on 28 august 2017. Lot 1413746: (B)(4) items manufactured and released on 14 november 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 29 august 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: analyzing the photo attached to this complaint it is clear that one of the lateral teeth of the blade has been broken. From the analysis of the available picture, it is not possible to determine the root cause.

Event description:
The surgeon was positioning the charnley retractor during an amis hip case, when one tooth from the charnley blade (size large - the non-metal tooth style) snapped off. The surgeon had one spare set consigned that he was able to open and the surgery was not delayed or impacted significantly. All pieces of the broken blade were removed safely. The second consigned set of the blades was used.